Manufacturer narrative:
The devices associated with this report were not returned. Review of the liner device history records did not reveal any related mfg deviations or anomalies. No additional reports are found against the femoral head product/lot combination. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for pain and acetabular cup liner wear.